Event description:
Pt receiving hemodialysis. Affiliate reported detection of microbubbles during treatment, which resulted in the pt having a prolonged stay in the clinic as a result of the adverse reaction. Despite several attempts, no further info has been provided.